Manufacturer narrative:
This MDR is being reported under exemption number e2015052 and is part of the 227 pilot program. The reported event involved an automated clinical chemistry device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused. For nine of the events, a field representative went onsite to evaluate the device and did not identify a specific root cause. For three events, a field representative visit was declined by the customer. For 12 events, the event occurred outside of the united states and information regarding a field representative visit was not provided. Further investigation by the manufacturer did not identify a specific root cause for the event. No systemic issue with the device was identified during the investigation of this event.

Event description:
This report summarizes <noe>24</noe> malfunction events where erroneous results were generated by the cobas c501 analyzer. These events were known to involve a total of 96 patients. For one event, the total number of patients involved was unknown. The events were known to total: one erroneous result for aspartate aminotransferase (ast). Seventy nine erroneous results for ion selective electrode (ise) sodium. Five erroneous results for ion selective electrode (ise) potassium. Two erroneous results for ion selective electrode (ise) chloride. Two erroneous results for c- reactive protein (crp). Three erroneous results for cholesterol gen.2. One erroneous result for triglycerides. One erroneous result for total protein urine/csf gen.3. One erroneous result for phosphorus gen. 2. Two erroneous results for uric acid gen. 2. One erroneous result for urea/bun. One erroneous result for creatinine jaffe gen.2. One erroneous result for creatinine plus ver.2. One erroneous result for hemoglobin a1c. One erroneous result for albumin gen.2. Two erroneous results for magnesium gen 2. One erroneous result for bilirubin total gen.3. For one event, there were an unknown number of erroneous results for ion selective electrode (ise) sodium. For 11 events, the patient ages ranged from 3 days to 99 years. For the remaining events, the patients' ages were requested, but were not provided. For 12 events, the patient genders were seven female and five male. For 1 event, involving 55 of the 79 erroneous ion selective electrode (ise) sodium results, the genders were both male and female. For the remaining events, the patients' genders were requested, but were not provided. For three events, the patient weights ranged from 94 to 180 pounds. For the remaining events, the patients' weights were requested, but were not provided. There was no reported injury or death. The event did not necessitate remedial action to prevent an unreasonable risk of substantial harm to public health.